Event description:
Current egm: atrial activity on aegm is lining up with ventricular activity on vegm. Atrial activity is under sensed or falling into blanking. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).